Event description:
It was reported there were impedances of over 4,000 ohms on bipole pairs when using electrodes 0 and 2. The lead was removed from the implantable neurostimulator (ins) and reinserted, but it did not resolve the issue. The ins was replaced with a new one.

Manufacturer narrative:
Analysis of the neurostimulator model 3058 serial found that the setscrew was backed out too far and crossthreaded. The setscrew was able to be rethreaded and able to be tightened down on to a known good lead. The returned ins was tested with a known good lead in a 0.9% saline solution. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
(B)(4).